Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they are having trouble uploading their pump to carelink. The customer's blood glucose reading was 600 mg/dl at the time of incident. Troubleshooting indicated that the customer was on their way to the hospital. The customer declined to troubleshoot their high blood glucose and the call was disconnected.